Event description:
It was reported the catheter became disconnected from the wire. An opticross 18 was selected for treatment of the target lesion, which was mildly calcified. During the procedure while inside the patient, the physician noted that the catheter became detached from the guidewire. The catheter was removed and reinserted again along the guidewire, however the same issue occurred again. The device was removed from the patient after completing the procedure using this device. There were no patient complications.